Event description:
Customer states the following: "micu nurse reported on 11/29 that she was infusing dopamine 24-28 hrs. Then out of the blue "tubing error" and it would stop. Got it restarted and then 20 min later, happened again. Changed the tubing, then restarted it. No patient harm. No tubing saved, or pictures taken or pump info reported. 12/7 confirmed that tubing used was set-0013-25." This occurred during an active infusion and multiple delays were experienced. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Admin set not received from customer, not enough information to replicate issue. No additional information was provided (including lot identification). Due to the limited amount of information received, the event is not confirmed and the root cause remains unknown. Should additional information or samples be made available in the future, the complaint and investigation will be re-opened.